Manufacturer narrative:
Upon investigation, the returned device showed a disbond between the nylon shaft and the push bushing. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted an arteriotomy closure with a starclose vascular closure system after a diagnostic procedure. The sheath did not split. The physician reverted to manual compression to achieve hemostasis. There was no report of pt injury.